Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, short circuit was noted on one electrode on (B)(6) 2024. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
It was also reported that the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 under general anesthesia.